Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported by a patient advocate that the patient with this pacemaker was told their device was not working properly. The patient exhibited lightheadedness and falls and was subsequently hospitalized. Technical services (ts) recommended contacting the device clinician. No additional adverse patient effects were reported. This pacemaker remains in service.